Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Impact code f08 is being used to capture the prolonged hospitalization of the patient. Impact code f2202 is being used to capture the dilation procedure performed.

Event description:
It was reported to boston scientific corporation on may 29, 2023, that a wallflex enteral duodenal stent was implanted in the pylorus and duodenum to treat a 4 cm malignant duodenal stricture during a duodenal stenting procedure performed on (B)(6) 2023. The patient's anatomy was tight and was dilated prior to stent placement. During the procedure, a wallflex duondenal stent was able to be deployed. However, it was noted that there was no radial expansion at the stricture site. The patient was observed for 48 hours, but there was still no radial expansion of the stent. On (B)(6) 2023, cre dilation of the stent was performed. The physician is comfortable leaving the stent implanted and the physician is planning to place another stent at the same stricture site. There were no patient complications reported as a result of this event, and the patient was expected to fully recover.